Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus was not able to confirm the customer failure, therefore a probable root cause could not be identified.¿device returned and customer allegation was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image on the device. The issue occurred during inspection for use. There were no reports of patient harm.